Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
The biomed called in to philips remote service engineer (rse) and reported the unit alarm light emitting diode (led) failed. The biomed confirmed an error code consistent with alarm led failed was present in the diagnostic log. The rse advised the biomed to replace the power switch overlay. The biomed called back rse as biomed noticed a scratch on the touchscreen and requested part identification for touchscreen assembly however, the biomed confirmed the scratch is a cosmetic issue and the touchscreen is functioning as intended. The biomed later confirmed he did have the touchscreen on hand and had not had time to replace and reconfirmed the touchscreen is functioning as intended. The device was reported to be in clinical use at the time the reported issue was discovered and the vent was changed out; however, there was no reported patient or user harm. The biomed advised the alarm led failure was resolved after replacing the power switch overlay.